Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) and it's being submitted as a correction. The investigation finding code was submitted incorrectly. The correct is 180; mechanical problem identified.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. Visual examination noted the used needle to be completely broken off at the hub. The exact root cause was not able to be determined at this time. However, since it was not broken or damaged upon the opening of the kit and it had been used in a procedure, per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. The user will be referred to IFU which states, "do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during spinal anesthesia, the needle broke off in the patients back and the needle was surgically removed.